Event description:
Philips received a complaint by the customer on the v60, indicating that the medical staff used the ventilator to assist the patient with breathing, and the device reported an overvoltage protection (ovp) circuit fault. The medical staff immediately stopped using the device, but the alarm would not clear. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was replaced with another ventilator, which did not affect the patient. The customer called technical support to report that the medical staff used the ventilator to assist the patient with breathing, and the device reported an overvoltage protection (ovp) circuit fault. It was discovered that the overvoltage protection (ovp) board was aged and damaged and needed to be replaced.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital. Reporter phone #: (B)(6).

Manufacturer narrative:
H10: per good faith effort (gfe) response received 08jan2024, the authorized service provider (asp) engineer confirmed the reported issue, but indicated that repairs were not completed as the customer went with a third-party vendor; however, the asp engineer did mention that the third-party vendor replaced the motor controller (mc) printed circuit board assembly (pcba), and the device was repaired. The asp engineer also stated that the device successfully passed performance specification testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.